Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures showed the expiration date on the adjunct label was clear and legible. No issues were observed on any of the label information shown in the provided photos. The reported condition was not verified. The most probable cause for this event is due to user error. The user did not notice that the floseal kit had already expired before use. Per the directions for use listed on the instructions for use (IFU), the user needs to inspect the integrity of the floseal matrix kit prior to use. As per good standard practice, each product before opening and use should be checked for integrity and expiry dates. If a product is expired, it should not be put to patient use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: c1, e1 and g4. C1: manufacturer/compounder: baxter healthcare - hayward 2024 w winton ave hayward ca 94545 united states should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced hemiplegia which occurred following neurosurgery involving the product floseal hemostatic matrix. The surgeon reported that more than one floseal was involved, and expired product was used in the surgery. The product was used in a cranial surgery for sensorineural hearing. The floseal was used for the insertion of a fully implantable vascular access device, and other craniotomies. At the time of this event, the patient is at home, receiving therapy 3 times weekly due to hemiplegia which occurred following neurosurgery. Additional information was not reported.